Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00mmx24mm promus element drug-eluting stent was advanced for treatment. However, during procedure the stent struts was lifted up. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR.: promus element, mr, ous 4.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that on the distal end of the stent, stent struts were lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00mmx24mm promus element drug-eluting stent was advanced for treatment. However, during procedure the stent struts was lifted up. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient status was stable.